Event description:
Customer complaint - limited data available. Customer received inaccurate readings with their blood pressure cuff. They had been using it to monitor their blood pressure during pregnancy and noted it was very incorrect when compared to the doctor's device.

Event description:
Customer complaint - limited data available "customer review complaint: yesterday, I had this checked against the blood pressure cuff at my doctor's office. This cuff said my blood pressure was 156/97. My actual blood pressure was 115/75 on the doctor's cuff. I had been using it to monitor my blood pressure during pregnancy. Do not recommend using. It's too incorrect. I ended up throwing it away so that no one else would fall into the same trap."